Event description:
Follow-up revealed the patient still has weakness while walking but is doing better. The patient is doing in-home physical therapy and will see a hematologist for further evaluation.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07219. Follow-up revealed the patient was hospitalized for 3 days after the surgery. The doctor believes the leg weakness is related to the blood clot. The patient is doing 3 weeks of physical therapy.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07219. It was reported the patient experienced weakness in his both legs. As a result, the doctor decided to explant the patient's scs system. The doctor stated there were blood clots at the lead and ipg sites. The patient was hospitalized after the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.